Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc (electrical remote-controlled) tubing clamp / 620mm. The incident occurred in san antonio, texas. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc (electrical remote-controlled) tubing clamp / 620mm was defective and did not work. No additional information is available. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: the clamp does not activate. The unit was replaced with a new one. Subsequent functional verification testing was completed without issues and the unit was put on service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A device service history review has been performed and identified that the erc was manufactured in 2013 and no other similar event has been reported, neither concerning trend has been identified. Based on all collected information and taking into account similar complaints, the root cause of the reported issue could be traced back to mechanical fault (blocked clamp spindle), defective hall sensors located in the erc stator or a defective zka/zkb board. Based on the above, an isolated failure of the above mentioned components in contribution with the wear of the device cannot be ruled out as the root cause of the reported event. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.